Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, when using the vasoview hemopro2 a lot of smoke was observed in the tunnel, the smoke was dense and it took 5-8 seconds to clear. Also, device stopped working about halfway through the procedure. They waited a full minute, but it still would not work. A vasoview hemopro was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were somewhat burnt. The device handle was very bloody. Resistance measurements did not pass specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device did not perform as expected during the device activation, it would not power up. The distal jaw tips assembly was opened up and it was observed that the primary jaw wire was detached from the weld. Based upon this observation and the functional test, the reported complaint for "stopped working" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).